Event description:
The customer stated, she was hospitalized for high blood glucose readings. The blood glucose reading was 349mg/dl at the time of the call. The customer stated she was twenty weeks pregnant and also experienced nausea all day prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.